Event description:
Corail neck fracture.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. The device product code/lot code combination was previously recalled in 2004 due to laser etching on the neck of the device and risk of stem fracture. The root cause is design. The need for further corrective action is not indicated.